Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge due to its depth. The patient underwent a pocket revision procedure wherein the ipg was also replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.